Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation conclusion: this complaint is confirmed as the device was received broken into two pieces. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided.,part #: 04.503.834, synthes lot #: h849499, supplier lot #: n/a , release to warehouse date: 21 mar 2019, manufactured by: synthes gmbh, no ncr's generated during production. Device history review : null,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the device was not returned. A photo-investigation was performed on the x-rays located under pc attachment received at 30-apr-2021. Upon investigating the x-rays provided, the complaint condition cannot be confirmed as no visual defects could be observed. The root cause of the complaint condition cannot be determined based on the available x-rays. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Health effect ¿ clinical code e2402 used to capture - injury. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, patient's mandible plate was broken inside. Surgeon performed on orif on this patient in (B)(6) 2021. Patient will need to have a follow up procedure to remove the broken hardware and a new plate implanted to support the healing of the fracture. Surgeon also mentioned this is the second time he's had this particular plate break in a patient. This report is for one (1) ti matrixmandible subcondylar plate trapezoidal 1.0mm thick. This is report 1 of 1 for complaint (B)(4).